Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual inspection was performed on the returned device. The reported damage near the balloon was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the nc trek rx instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.75x15 mm nc trek balloon dilatation catheter (bdc) was advanced without any resistance in the patient anatomy; however during inflation it was noted that there was no balloon on the catheter. The nc trek bdc was removed from the patient anatomy and a new nc trek bdc was used to successfully complete the procedure. There was no resistance during removal of the protective sheath and the nc trek bdc was not prepped prior to use. The location of the balloon is unknown, however it was stated there is no possibility the balloon remains in the patient. There were no adverse patient effect and no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.